Event description:
The customer reported that he had been experiencing high blood glucose levels since the early morning. The customer's most recent blood glucose reading was 580 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery tests due to the prime anomaly. The insulin pump passed the displacement test.